Manufacturer narrative:
Height of the patient reported as 150.00 cms. This report is for one (1) unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter ¿s phone number not provided for reporting. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a hip surgery, a titanium cannulated trochanteric fixation nail was blocked before reaching the desired point while inserted into the medullary cavity. It did not advance or move back because a part of the locking screw broke, causing an obstruction in the hole and a cold fusion. It was impossible to remove it piece by piece, which fractured the lateral cortex of the right femur and the patient also suffered diaphyseal fracture. The attempt was made to place a longer nail but the substrate is very poor and there was no where to fix the nail at the proximal level. The patient had a fracture much larger than the possibility of reducing. And finally, without having more osteosynthesis material at hand, the patient was left with skeletal traction for a future intervention. Concomitant device reported: 11mm titanium helical blade 85mm (part #: 456.302, lot #: unknown, quantity: 1). This report is for one (1) unknown locking screw. This is report 2 of 2 for complaint (B)(4).

Event description:
Upon review of the image, it can be confirmed that the nail and helical blade are partially assembled. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: corrected data: after the manufacturing investigation of the received image, the initially reported concomitant device heliacal blade is determined as the reportable device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.